Event description:
The customer called to report that she was bleeding profusely at the insertion site. Advised the customer to seek medical attention if she was unable to get the bleeding to stop. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.